Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent CT revealed that the aneurx stent graft has migrated 1 cm distally resulting in a proximal type I endoleak due to slight aortic neck enlargement. There was mild aortic neck angulation. The aneurysm is currently 9.3 cm in diameter. The physician implanted an endurant aortic cuff and the migration and endoleak were resolved. The physician stated that the cause of the event was due to anatomy. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent CT revealed that the aneurx stent graft has migrated 1 cm distally due to slight aortic neck enlargement. There was mild aortic neck angulation. The aneurysm is currently 9.3 cm in diameter. The physician implanted an endurant aortic cuff and the migration was resolved. The physician stated that the cause of the event was due to anatomy. No additional clinical sequelae were reported and the patient is fine.